Event description:
On 08-mar-2010, product surveillance received a report from baxter (B)(4) central intravenous admixtures (B)(4) in which the customer contacted (B)(4) to report leaking ipump reservoir bag(s), product code 2l3256, lot# h09k03045. The bags were filled by (B)(4); admixture code px1072n, lot number tg7631, and contained hydromorphone 0.4mg/milliliters (ml) in 0.9% sodium chloride (nacl) 100 ml ipump bag. The leaking bag was found in the most recent delivery to the customer, which was delivered on (B)(6) 2010; the total affected bags are five (5). The units were packaged by fives in an amber overpouch. One overpouch was noted to have liquid in it. The process step was prior to use, therefore there is no patient involvement. A sample is available for evaluation.

Manufacturer narrative:
(B)(4). Received one used bag with cap on adapter in reference to leak. Visual inspection showed there was air in the bag. The bag was then tested under pressure of 8 psi and no leak was noted. Air was inserted into bag and cap replaced, bag was placed underwater for pillow testing and no leaks noted. During visual inspection, no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab.